Event description:
It was reported that the pump declared a cartridge change error, which caused the customer's blood glucose level to exceed safe limits, displaying "high." The customer attempted to address the high blood glucose by administering a corrective injection via multiple daily injections (mdi). Technical support provided guidance for checking and cleaning the cartridge area, including removing an o-ring and ensuring the cartridge was correctly installed. Despite this assistance, the customer was unable to successfully load the new cartridge, leading to further escalation with additional support required.